Event description:
It was reported that insulin pump battery did not appear to charge and battery level remained at 20% despite being plugged into working wall outlet with third-party cable and adapter, and a power source alert was noted in pump history. There was no adverse impact to the customer¿s blood glucose level. Customer tried alternate charging cable without improvement, and technical support arranged shipment of tandem charging cable and wall adapter, but pump later began charging to 100% using original charging supplies without any shutdown or loss of pump function, so no further assistance was required.